Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned for evaluation; however, a retained device was evaluated. The rotating luer lock of the retained sample was visually inspected; no issue was detected and the retained set was conforming as per product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a primary continu-flo administration set had a rotating luer that did not make a secure fit. This resulted in a leak occurred during infusion of an unknown solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.